Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/5/2021   additional information: h6 h3 evaluation: the analysis results found that only the pouch and a metal piece were returned for analysis. Upon visual inspection the metal piece was inspected but is not recognized as part of the internal parts of the secure strap components. As the device was not returned for analysis. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. Additional information was requested and the following was obtained: only the alleged piece of the device was received. Please confirm if the entire sample will be returned. => we couldn't get entire sample. Only the alleged piece of the device was received. We want to know if the alleged piece is an internal part of the device. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2021   additional information: d9 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a semi-open hernia repair on (B)(6) 2020 and the absorbable straps were used. During surgery, a piece of a metal fell off during use. Another device was used to complete the case. There were no adverse consequences to the patient. There were no adverse patient consequences reported. No further information is available.